Event description:
Livanova deutschland received a report that a heater-cooler system 3t had a too high a current consumption leading to device fuse blown and consequent short circuit. The issue occurred in priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with livanova field service representative, it was learned that after the customer disconnected the compressor motor, the device ran without the fuse tripping and the error message (error code e28) related to excess temperature, appeared. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar event has been reported. Based on the collected information, the reported issue has been traced back to a damaged compressor.